Manufacturer narrative:
The reagent lot number is 82370701 with an expiration date of 31-dec-2025. The calibration was acceptable. The qc was acceptable before the event. The alarm trace showed an "abnormal aspiration (sample probe a) error," which indicates possible poor sample quality. The customer found that a clip from the cell rinse unit had broken off during testing. The customer replaced the clip, which appeared to resolve the issue. The customer's qc was acceptable after performing corrective maintenance. The investigation determined the customer's actions of replacing the clip resolved the issue.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial result was 1.18 mg/dl. The repeated result was 3.9 mg/dl. The repeated result was obtained on another module and was believed to be correct based on previous results from the patient.